Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a hypoglycemic event that occurred on (B)(6)2015, resulting in medical intervention. Patient reported having a low and patient's neighbor found her on the floor. Patient's neighbor called 911. Patient reported that she was hospitalized on (B)(6) 2015, and released on (B)(6) 2015. No additional event or patient information is available. There was no alleged device malfunction. It should be noted that diabetes mellitus is a known cause of hypoglycemia.